Event description:
The customer contact reported the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department with a report that he device alarmed with a s233 (over temperature-psc) malfunction alarm code. No specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the s233 alarm could not be duplicated; however, the device board temperature was noted to be high at 69c. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, a s233 (overtemperature-psc) malfunction alarm code was noted int he device history, but was not duplicated during testing. The probable cause for the s233 alarm code was due to a broken power supply controller circuit board. This report represents all the information known by the reporter upon query by hospira personnel.